Manufacturer narrative:
The reference c16009 has been allocated to this case by rayner. The healthcare professional states that he felt that the lead haptic did not sit well within the loading bay at the time of lens loading and that during injection resistance was felt. The information provided by the healthcare facility suggests that the split in the leading haptic is attributable to a loading error. The 'injector loading' section of rayner ifus includes the following instructions; step 6 "ensure that no parts of the optic or haptics of the lens are projecting outside the edges of the loading bay. While keeping the lens in position with open forceps and placing gentle down pressure on the optic, carefully close the flaps of the injector locking them together. Any resistance could indicate a trapped lens". Step 7 "ensure that no parts of the optic or haptics are trapped between the flaps. Advance the plunger in a slow controlled manner. Anticipate an initial slight resistance. Excessive resistance could indicate a trapped lens. If excessive resistance is felt, fully retract the plunger and then advance until in contact with the lens again. If the lens causes a blockage in the injector system, discard the injector". Device not returned to manufacturer.

Event description:
On (B)(6) 2016, rayner intraocular lenses limited received notification from a (B)(6)healthcare facility of an event that occurred during use of a rayner toric lens during surgery on (B)(6) 2015. The reporting healthcare professional states "it seemed to me that the leaves of the cartridge did not open sufficiently widely - there was difficulty loading the lens in the breach and the lead haptic didn't sit very well as a result. Resistance was encountered injecting the lens and it was seen that there was a small split in the leading haptic as it emerged from the tip of the injection cartridge".

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare professional states that he felt that the lead haptic did not sit well within the loading bay at the time of lens loading and that during injection resistance was felt. The information provided by the healthcare facility suggests that the split in the leading haptic is attributable to a loading error. The 'injector loading' section of rayner ifus includes the following instructions; step 6 "ensure that no parts of the optic or haptics of the lens are projecting outside the edges of the loading bay. While keeping the lens in position with open forceps and placing gentle down pressure on the optic, carefully close the flaps of the injector locking them together. Any resistance could indicate a trapped lens". Step 7 "ensure that no parts of the optic or haptics are trapped between the flaps. Advance the plunger in a slow controlled manner. Anticipate an initial slight resistance. Excessive resistance could indicate a trapped lens. If excessive resistance is felt, fully retract the plunger and then advance until in contact with the lens again. If the lens causes a blockage in the injector system, discard the injector". The device inspection/testing performed concludes that the damage to the leading haptic is consistent with damage caused as a result of the haptic getting trapped in the flaps during loading. User error is the cause of haptic breakage in this case. Our review of production records for the t-flex aspheric 623t iol batch 065e71942 showed that all manufacturing and quality checks were conducted with successful results were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the t-flex aspheric 623t iol (june 2015) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the t-flex aspheric 623t iol batch 065e71942. The t-flex aspheric 623t iol is not available in the USA; however, as the haptic design is the same as the c-flex 570c and c-flex aspheric 970c iols that are available in the us the event is being reported. (B)(4).

Event description:
On (B)(6) 2016, rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during use of a t-flex aspheric 623t iol during surgery on (B)(6) 2015. The reporting healthcare professional states "it seemed to me that the leaves of the cartridge did not open sufficiently widely - there was difficulty loading the lens in the breach and the lead haptic didn't sit very well as a result. Resistance was encountered injecting the lens and it was seen that that there was a small split in the leading haptic as it emerged from the tip of the injection cartridge".